Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that left lead came out of place. The issue was not resolve at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.